Event description:
Physician reported capsular contracture, baker grade IV, and seroma. This relates to the right device. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Continued phone number e1: (B)(6). Photo analysis: visual analysis of the photographs identified: seroma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma and capsular contracture are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. And seroma.

Event description:
Physician reported, capsular contracture, baker grade IV. And seroma. This relates to the right device. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/27/2024.

Event description:
Physician reported capsular contracture, baker grade IV, and seroma. This relates to the right device. The device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported capsular contracture, baker grade IV, and seroma. This relates to the right device. The device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported capsular contracture, baker grade IV, and seroma. This relates to the right device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.